Event description:
As reported by the (B)(6) study, a patient experienced in-stent restenosis to the target lesion approximately thirty two months after the index procedure. The indication for the index procedure was unstable angina pectoris. The angiography performed at that time revealed 99% stenosis to the distal circumflex. The lesion was described as 10mm in length, mid, b2 and de novo. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.0 x 15mm balloon at 13atm and a 2.5 x 13mm cypher rx was implanted at 15atm. The post residual stenosis was 0% with a timi flow of 3. No procedure complications were reported and the patient was discharged the next day. Approximately thirty two- months after the index procedure, the patient experienced in-stent restenosis of stented segment with more than 50% obstruction. The patient underwent a revascularization and was treated with a ptca. There were no other events reported associated with the revascularization. The event was reported as resolved. Per the investigator it was probably related to the study devise and not related to the index procedure or the study drug. The patient is currently doing well.

Manufacturer narrative:
Concomitant medications: atenolol 100mg bid, arb 100mg qd, asprin 325mg qd, furosemide 40mg qd, glypizide 20mg bid, simvastatin 20mg qd, losartan potassium 100mg qd, amlodipine besylate 5mg qd, onglyza 2.5mg qd and terazosin 2mg qhs. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced in-stent restenosis to the target lesion approximately thirty two months after the index procedure. This is a (B)(6) male with medical history including angina, most recent pci (B)(6) 2007,peripheral artery disease, hyperlipidemia, hypertension, most recent cva / stroke 2000, most recent mi (B)(6) 1990,congestive heart failure, pvd/claudication, diabetes mellitus type ii, smoking greater than 30 days, renal artery stenosis. The indication for the index procedure was unstable angina pectoris. The angiography performed at that time revealed 99% stenosis to the distal circumflex. The lesion was described as 10mm in length, mid, b2 and de novo. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.0 x 15mm balloon at 13atm and a 2.5 x 13mm cypher rx was implanted at 15atm. The post residual stenosis was 0% with a timi flow of 3. No procedure complications were reported and the patient was discharged the next day. Approximately thirty two- months after the index procedure, the patient experienced in-stent restenosis of stented segment with more than 50% obstruction. The patient underwent a revascularization and was treated with a ptca. There were no other events reported associated with the revascularization. The event was reported as resolved. Per the investigator it was probably related to the study devise and not related to the index procedure or the study drug. The patient is currently doing well. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15053576 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Manufacturer narrative:
Please note that previously reported code for coronary artery restenosis has been removed from the file and a non-complaint code for coronary artery stenosis has been added based on the additional information received from the site. Addendum (10/09/12): additional information received from the site indicated that a patient underwent revascularization of the mlad and om2 approximately 30 months post index admission as previously known. As per cath report, the patient underwent cardiac cath on (B)(6) 2012 that revealed lower extremity claudication; 90% stenosis in the mid segment of stented segment (unknown stent) of lad and 80% stenosis in the apical segment of lad; "free of significant disease" in the left circumflex artery; and 75-80% stenosis in the 2om. The site has confirmed that both lesions were not within 5mm of distal circumflex index stent and the study stent was "free of any significant disease." It was unknown what stent had been implanted in the lad previously. At this time, there was no intervention given except recommended for revascularization of the lad and 2nd om. About 4 months later, the patient underwent revascularization of previously diagnosed lad & om2. Previously captured and reported event of coronary artery restenosis will be removed. The non-complaint code for coronary artery stenosis has already been captured in the file. The event of mlad revascularization was not related to the study drug or procedure, but probably related to the study stent; while the event of om2 was not related to the study drug, stent, or procedure in an investigator's opinion.